Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for (4) unknown screws/unknown lot number. Device is not expected to be returned for manufacturer review/investigation (B)(4). Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Could not confirm exactly how this complaint occurred, as no material received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a procedure: matrix revision was performed on (B)(6) 2015 at (B)(6). The reason for the revision; original screws were in wrong place. Primary implant date was 2 years ago. Removed matrix. Four screws and two rods. Replaced screws and rods with expedium. Patient's outcome was good post surgery. This case is not being reported by the customer, but (B)(6) employee. This report is 1 of 2 for (B)(4).